Manufacturer narrative:
Device not returned

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Customer's blood glucose ranged from 251-271 mg/dl.